Event description:
A vns programming physician reported that he had a vns patient who was having painful stimulation in the chest and throat area. The event was reported to have started after they had a mammogram performed. The patient's pain is just during stimulation on times only. It was reported that their device had different timings. It was reported to their physician that their friend documented that the patient has had stimulation times of 7, 19, and 30 seconds. It did not happen every time. The patient is programmed to 2.5/20/130/7/3.0 and 2.5/30/130. The patient was at 3.5 before the mammogram but could not tolerate this so their output current was lowered to 2.5ma. The diagnostic results were around 2900 ohms each time the diagnostics were performed. Four tests were performed with the patient's neck in different orientations which all resulted in 2900-3000 ohms. The patient has a port o cath on the left hand side of their chest so the implant is actually on the right hand side but connected to the left vagus nerve. With the patient's lowered therapy she started to have seizures and were attributed to the lowering of their therapy in relation to their pain event. The patient was sent to surgery with the intentions of a full revision. The patient only had a battery change under local anesthesia and with the device programmed off they were still experiencing some pain. It is questioned if this was a psychological issue. The patient did just have surgery so some pain would be expected around this time. The explanted product is being returned for analysis.

Event description:
The patient's explanted product has not been returned at this time. It needed to go to risk management. It is unknown if it will be returned.